Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Please see corrected field g2 (report source - nonhealthcare professional) and h6 coding (component code). The device evaluation found that there was no signal output due to defective printed circuit board and there was no octagonal image due to defective distribution panel board. The customer's allegation of front panel was flickering was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that signal was not output and no octagonal image occured due to printed circuit board failure. A definitive root cause of reportable issue could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the video system center had no signal output, no octagonal image, and the front panel was flickering during preparation for an unspecified diagnostic procedure. The procedure was completed using a similar device with no delay, and there were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.